Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the column down button and the column power supply. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 sys experienced intermittent vertical column travel, usually in the down direction. There was no report of pt injury.